Event description:
On (B)(6) 2009, a pt underwent a rotator cuff surgery using an opus smartstitch m-connector. On (B)(6) 2010, the pt came in for a routine follow-up appointment, x-rays were taken. The x-ray image included a metal artifact that the surgeon believes might be a remnant from the m-connector needle. As reported, the pt is fine and does not present with pain. A revision surgery is not planned.

Manufacturer narrative:
The device is not returning to arthrocare for eval. The lot number of the device was also unk. Therefore, no device investigation or lot history review can be performed. To aid in the eval, the surgeon provided six x-ray images. Arthrocare reviewed the six x-ray images provided. Unfortunately, the clarity of the images provided was not optimum and there was no scale as a point of reference to indicate size. It was clear that an artifact was internal to the shoulder, however, this object did not appear to be an m-connector needle. The morphology of the artifact was inconsistent with the shape of an arthrocare device, therefore, no conclusion could be drawn. (B)(4).